Event description:
It was reported that during a laparoscopic gastric bypass the device fired a partial line of staples into tissue. A similar device was used to complete the case with no pt consequence.